Manufacturer narrative:
Additional, changed, and/or corrected data: a5, d6a.

Event description:
Healthcare professional reported "intracapsular rupture", "scattered fluid-like material", "solid nodules" and "simple cysts" confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Cont e1 phone number- (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "intracapsular rupture", "scattered fluid-like material", "solid nodules" and "simple cysts" confirmed via MRI. This record is for the right side. Device remains implanted.